Manufacturer narrative:
This report is for an unknown inserter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blade could not connect to the inserter. It was difficult to connect the blade with the inserter by rotating clockwise, then surgeon tried to connect by rotating anticlockwise. But, it failed since the blade lock was too tight. After many attempts, the hexagonal part of the blade broke. So the surgeon tried to implant another blade which is shorter than the blade and was able to connect to the inserter. However, it was found that the cannulated circle part of the inserter deformed and could not finish the procedure. The surgeon could finally insert the blade by using extraction screw. The surgery was extended for ten minutes due to this event. This report is for an unknown inserter. This report is 2 of 2 for complaint (B)(4).